Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined to provide further information as the issues were resolved and in the pas,.